Event description:
The patient contacted animas on (B)(6) 2012 alleging that after measuring normal blood glucose (bg) that morning of 123 mg/dl, his bg elevated to over 600 mg/dl with the meter reading "high" one hour prior to the measurement. The patient reported bolusing with 16 units via the insulin pump without issue; however, the patient's bg reportedly continued to read "high." The patient reported associated symptoms of feeling tired, weak, nauseated and had a headache. The patient reportedly did not require assistance from a third party to treat the elevated bg. The patient denied any visible issues with the site/set. On review of the pump during troubleshooting with animas customer support the date on the pump was set for (B)(6) 2012 when it should have been set for (B)(6) 2012. The patient confirmed with animas customer support that the pump's basal settings were correct. The pump history revealed that all the boluses had been completed. The patient reportedly denied any pump alarms were received. The animas representative discovered during review that the total daily dose history amount did not add up to the patient's total basal rate. The pump history reflected that the pump had been rebooted at 11:18 pm on (B)(6) 2012. The pump showed no insulin delivery on (B)(6) 2012 between the hours of 1:11 am to 9:26 am. The patient denied resetting the time and date. Animas customer support determined from the pump history, that there had been no insulin delivery for a period of 12 hours the day of the call due to the incorrect date of the pump. During troubleshooting, when the pump was rebooted, the time and date was current. Animas customer support advised the patient to enter the correct time and date ((B)(6) 2012) into the pump. The patient stated he is not aware of any occasion when the pump could have been exposed to x-ray or MRI. The patient reportedly discontinued use of the insulin and was going onto a backup plan after consulting with his healthcare provider because he currently did not have a backup plan.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. Upon review of the pump histories, the daily insulin delivery totals appear inconsistent due to manual time changes. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.